Event description:
It was reported that the pump shut off unexpected at 70% battery life. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.